Manufacturer narrative:
The results of this investigation are inconclusive since the device, implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the cause of the embolization could not be determined with the information received. Should the imaging become available at a later date, a follow-up report will be filed.

Event description:
According to the information received, an amplatzer septal occluder was placed in a thin, secundum septum after proper balloon sizing with stop-flow. The following day, the device was in proper place as confirmed by echo. Prior to discharge, a routine x-ray was performed and determined the device was not in proper position. On CT, the device had embolized to the aortic arch, near the common carotid artery where it was stable and not moving. Arterial access via 12f sheath was obtained, and the device was pulled down the abdominal aorta where it was then removed with a snare. The patient was discharged from the hospital with no complications. No additional info has been received by aga medical.